Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline returned intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port; however, the sealed outflow graft and outflow graft bend relief were not returned. Examination of the pump upon disassembly revealed a thrombus formation surrounding the rotor bearing ball. Its laminated structure and areas of denaturation indicate that this thrombus formation likely developed over an undetermined period of time while the pump was supporting the patient. Upon disassembly, tissue-like depositions admixed with loosely clotted blood as well as depositions of loosely clotted blood within the sealed inflow conduit and the outflow elbow was found. Although a specific cause for the formation of the observed depositions could not conclusively be determined through this evaluation, the depositions were unstructured and their lack of lamination and denaturation suggests that they developed acutely. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the css coordinator that the pt expired. The cause of death was respiratory failure and inter-cranial hemorrhage. It was also noted as "autopsy confirmed". Approximately 22 days later, info was received from the vad coordinator indicating that the autopsy report will be available to the MFR.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.